Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomena were presumed to have been due to leakage that occurred from the distal sheath (a-rubber) while the user was handling the device and water invaded the device. Due to the invasion, abnormality of electronic parts occurred which led to temporary occurrence of error message. The user may detect the suggested events by handling the device in accordance with the following instructions for use (IFU): "inspection of the endoscopic image: perform a leakage test on the endoscope after each precleaning procedure. Do not use the endoscope if a leak is detected. Use of an endoscope with a leak may cause a sudden loss of the endoscopic image, damage to the bending mechanism, or other malfunctions. Use of a leaking endoscope may also pose an infection control risk. Inspect the external surface of the entire insertion section, including the bending section and the distal end for dents, bulges, swelling, scratches, peeling of coating, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities." The user may reduce/prevent occurrence of the suggested event by handling the device in accordance with the following IFU: "do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found electrical continuity error due to water invasion, conduction test failed, conduction failure between distal end and connector. Leak hole was found in the bending section rubber. Sealed leak 2nd dunk pass. No image and error code b30 after aeration image returned. Advanced diagnostics scope connector wet/after aeration dry. Bending section- electrical continuity test failed. Control body had scratches-advanced diagnostics dry. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the evis exera iii bronchovideoscope displayed scope communication error code e216. The issue was found during preparation for use in an unknown procedure which was completed using a similar device. There were no reports of patient harm.